Event description:
It was reported that the clips scissored when fired and placed on the vessel during a laparoscopic cholecystectomy. The surgeon was able to use the same device to complete the procedure with no pt consequence.